Event description:
It was reported that the mount fractured during torquing. The mount is bundled with implant (B)(4). The procedure was completed with another implant. Tooth location 14.

Manufacturer narrative:
Onea tapered screw-vent implant with mtx surface ((B)(4)) was received for inspection. A visual inspection revealed signs of use around the external threading and collar. The alleged fractured mount was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The DHR review did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A root cause for the complaint could not be determined with the information provided as the event the device malfunction could not be verified. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Additional 510k number.

Event description:
It was reported that the mount fractured during torqueing. The mount is bundled with implant tsvwb11. Tooth location 14.